Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via FDA's medwatch program that the insulin pump had a pump error where a broken force sensor was detected during seating or regular delivery. Customer did a reset but the alarm continued. Blood glucose level at the time of the incident was not provided. The customer also reported sensor with inaccurate readings. Customer did not perform troubleshooting. No product was returned for analysis.